Manufacturer narrative:
This report is filed march 27th, 2015.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6), 2014.the device has not been made available for analysis as of the date of this report, (B)(6), 2015.

Manufacturer narrative:
(B)(4): device is currently unavailable.